Event description:
A malfunction code labeled malf 5 was reported, with no notable events occurring prior to the malfunction. The issue did not cause the customer's blood glucose to exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. Despite attempts to reset the pump, the malfunction code recurred, leading the customer service team to decide on replacing the pump. In the meantime, the customer planned to continue using the current pump to ensure uninterrupted insulin delivery. Instructions were provided for returning the problematic pump, and the customer acknowledged understanding how to put the pump into storage mode.